Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the leads had migrated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03790. It was reported that following a car accident, the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on 07 june 2023 wherein the leads were repositioned to address the issue.